Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that no further diagnostics were performed related to the impedance issues. The rep noted that the cause of the impedance issue was not determined and has not been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 97715, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID# 3776-60, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor was broken in the body of the lead at the titan anchor site; from the end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s leads were not working correctly following ins replacement due to normal battery depletion. The patient reported she was having problems and she noticed the issue immediately after surgery. The patient stated she may need to get another surgery to correct the issue with the leads. The manufacturer representative (rep) reported that the patient was using the same programming with her new ins as she was with the replaced ins and the patient felt she was using up the battery very quickly. The patient has 2 octads, one placed cervically in epidural space and the other placed peripherally and also in the cervical area. Peripheral lead was in port 0-7, cervical lead was port 8-15. No issues were reported during the ins replacement. When using check connectivity on tablet, everything was ¿green.¿ the rep met with the patient last week and observed high impedances on peripheral lead with all being open except for contact 14, and 15. The patient was still feeling stimulation where she needed it and the patient was sent home. When rep met with the patient on (B)(6) 2018 contacts 8-15 were showing as open. Rep stated an out of regulation (oor) was on the tablet and patient saw settings not available on her controller since her visit last week. The patient was currently using contact 1+, 4-. Impedances were tested and contacts 0-6 look "great" and 7 shows 23,430 ohms. When checking with reference 7, all pairs are over 22,000 ohms. Checking all references with 8-15 every pair shows over 40,000 ohms. It was reviewed to check reference electrodes. The patient was confirming that she felt stimulation in her neck but would like it to be stronger. It was reviewed that seeing green with check connectivity provides a really wide range and to get a better idea on the impedance pairs, one would have to go further in the menu when analyzing. The caller was advised that due to 8-15 being all open and over 40,000 ohms reprogramming around would not be a good solution. Imaging might be able to provide more information on the cause of the high impedance. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the healthcare provider took images of the patient¿s device on the day of the report, and the rep asked technical services opinion on whether the lead was pulled out, before going into revision. No further complications were reported or anticipated. 2018-12-13 crts 3794864/update, images (rep): additional information received from the manufacturing representative (rep) indicated that the healthcare provider took images of the patient¿s device on the day of the report, and the rep asked technical services their opinion on whether the lead was pulled out, before going into revision. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that the impedance issue was resolved after the patient's leads were replaced. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient will have surgery on (B)(6) 2018. They stated that they will not know what the issue is until the physician looks at everything. The issues have not been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-26. The patient was going to have a lead replacement on (B)(6) 2019 as there were impedance issues after the ins replacement. Technical services reviewed lead replacement options and availability. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the cause of the high impedances was still unknown, and the issue had not been resolved. The rep called patient services to discuss impedance results. They added that the patient¿s electrodes from 8-15 is peripherally placed, and the patient is getting therapy with that sub-q placement. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.